Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead exhibited noise and oversensing, which caused the device to deliver anti-tachycardia pacing (atp). There was also a sudden increase in impedance to value greater than 2000 ohms. Noise was reproduced during real time maneuvers by touching the leads at the level of the clavicle. All other provocative maneuvers did not cause any noise on the electrogram (egm). It was diagnosed as pace-sense lead fracture and the physician planned to add a new lead. The patient was not pacemaker depedent and no adverse patient effects were reported. This rv lead remains in service. Additional information received confirming that the patient received a new lead and the old lead was abandoned surgically. The rv lead fracture under the clavicle was confirmed through the high impedance measurements and x-ray conducted by the physician.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.